Event description:
Boston scientific received information that this patient underwent a left ventricular (lv) lead revision procedure due to anterior position. While repositioning the lead, the venogram dissected the coronary sinus branch leading to the patient coding and requiring external defibrillation to convert back to sinus rhythm. The patient was intubated and in the intensive care unit, but alert. At this time, no further information has been made available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional detail was provided regarding the previously reported dissection this patient experienced. The following medical condition were observed; pericardial effusion and tamponade which required pericardiocentesis. Additionally, the patient had gone into cardiogenic shock, which required a balloon pump to be placed. The patient was medicated and intubated. The patient survived and was discharged from the hospital at a later and no further complications have been reported.